Manufacturer narrative:
Section a4: patient weight missing. Information requested. It is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during implantation, the system monitor clinical screen had issues with speed manipulations. The screen read 0 with the inability to move the speed up or down. The system monitor was turned on and off which resolved the issue.

Manufacturer narrative:
Section d4: model number, catalog number, and primary UDI corrected section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The reported event of issues with speed manipulations using the system monitor were reported by the customer. The system monitor was not returned for analysis and remains in use. The information provided stated that the issue was resolved after power cycling the system monitor. From the information provided a root cause for the issue could not be determined through this analysis. The serial/lot number for the system monitor was not provided. The heartmate ii instructions for use was available for use at the time of the event. Section 4, entitled ¿system monitor¿, states how to adjust and save the speed of the pump off the system monitor. The heartmate ii instructions for use also state in section 5, entitled ¿surgical procedures¿, that the communication icon appears on all screens and indicates a proper connections and monitoring software is installed. No further information was provided. The manufacturer is closing the file on this event.